Manufacturer narrative:
The catalog and lot number along with the device were not provided for investigation. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.

Event description:
It was reported that; pt is experiencing pain in the right hip. Pt is unsure of her surgery date.

Event description:
It was reported that patient is experiencing pain in the right hip. Patient is unsure of her surgery date. Update: plaintiff alleges the right rejuvenate hip implanted on (B)(6) 2010 failed causing pain and elevated metal ion levels. Plaintiff has not yet scheduled revision surgery.